Manufacturer narrative:
Investigation: zero (0) samples were provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history/bd product reference is unknown, investigation cannot be performed as a sample is required to investigate further.

Event description:
It was reported that the vial was unable connect with the pen correctly with an unspecified bd pen needle. The following information was provided by the initial reporter: the patient used puregon vial and she could not press the injection after screwed to the scale, and she finally injected in a twisting manner.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the vial was unable connect with the pen correctly with an unspecified bd pen needle. The following information was provided by the initial reporter: the patient used puregon vial and she could not press the injection after screwed to the scale, and she finally injected in a twisting manner.